Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 pt's wife reports tx stopped working. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Functional tester: passed all relevant testing. Data was reviewed and confirmed the complaint. The reported event of the transmitter stopped working was confirmed via log review. The probable cause was determined to be patient misuse.